Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2013-05786. The pt has three leads (two are the same model/lot). It was reported the pt had been experiencing inadequate coverage and rib/stomach stimulation. Reprogramming was unsuccessful. An impedance check revealed no anomalies. As a result, the pt underwent surgical intervention on (B)(6) 2013. During the procedure, the doctor moved the leads downward. Surgical intervention resolved the pt's issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.